Manufacturer narrative:
Based upon the info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument cycled, fed and formed the remaining clips as designed. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During a laparoscopic cholecystectomy the clips on the er320 were bent scissored when closing down. A new er320 was used to complete the case. There was no consequence to the pt. Clinical follow up: 2/4/97 1440 message and 800 number left for surgeon to call back. 2/4/97 1638 surgeon called back and confirmed the info as reported by the rep. Surgeon stated he did not notice the scissoring until the 5th firing when the instrument "fired strange". The clip was noted to be scissored "really bad". He then removed the 5th clip and noted all previous clips were also scissored. They were removed and another instrument was used to complete the case.